Event description:
A portacath was inserted in the operating room. This portacath flushed and withdrew without difficulty at the time of insertion. Two days later, the portacath was unable to be flushed and would not withdraw. A chest x-ray revealed no kink or other mechanical reason for the malfunction. The device was explanted at this time.